Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified right coronary artery (rca). A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off of the balloon inside the patient and another stent had to be placed and pushed the dislodged stent up against the wall and the procedure was completed. No further patient complications were reported.